Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date- (B)(6) 2005 ae onset date: (B)(6) 2005; ae description: began having some neck pain and interscapular discomfort ~ 2 wks ago; denies arm pain. Plain films demonstrate probable pseudarthrosis at c5-c6 although there is not a high degree of movement. Physical therapy: yes; description: follow up appointment scheduled in two months on (B)(6) 2005. Post op visit date- (B)(6) 2005. Additional treatment: CT will be obtained.

Manufacturer narrative:
(B)(6). (B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-713 / lot: unknown (x4) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.